Manufacturer narrative:
Reported event of clip failed to release from catheter. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2014-01727 and 3005099803-2014-01777 for the associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip failed to release from the catheter. The same issue occurred with the second clip. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.